Manufacturer narrative:
As reported, during second shot the line was detached from the optifix fixation device. Based on the information provided and without having the physical sample to evaluate, no conclusions can be made. Review of manufacturing records could not be performed as the lot number was not provided. Note, the date of event (21-aug-2025) is considered to be the best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during second shot the line was detached from the optifix fixation device. There was no patient injury.